Manufacturer narrative:
A complete manufacturing review could not be conducted, as the lot number was not reported for this device. The device was returned for evaluation, with an unknown guidewire. A microscopic inspection of the device found unraveled material and peeled pebax on the distal cone of the balloon. An inflation attempt was made, and water was seen exiting the unraveled fibers. The fibers were stripped away, and a longitudinal rupture was noted. Based on the visual inspection and the identified failures, it is likely that the user perceived the identified fiber and pebax issues as a break. Therefore, the investigation is unconfirmed for a break, and confirmed for both unraveled fibers, and peeled pebax. The investigation is also confirmed for the reported inflation issue, and for a longitudinal rupture. The investigation inconclusive for the reported insertion issue in the sheath, as the device could not be fully functionally tested due to the returned sample condition (e.g. Unraveled fibers, peeled pebax). It is possible that the reported insertion issue or identified rupture contributed to the identified fiber and pebax issue. However, the definitive root cause for the identified or reported issues could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. Use of the conquest pta dilatation catheter: advance the catheter through the introducer sheath and over the wire to the site of inflation. If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to pre-dilate the lesion to facilitate passage of a more appropriately sized dilatation catheter. While maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. (B)(4).

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly was difficult to advance through the sheath. It was also reported that the balloon allegedly could not be completely inflated at the lesion site. Upon removal from the patient the balloon allegedly broke. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly was difficult to advance through the sheath. It was also reported that the balloon allegedly could not be completely inflated at the lesion site. Upon removal from the patient the balloon allegedly broke. There was no reported patient injury.